Event description:
While setting up and testing the model 3100a, the user could not get it to pass performance tests. Additionally, teh oscillator mechanism (driver) hestitated and was described as "sputtering" and "skipping". There was no patient involvement.